Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 740mg/dl. The customer stated that their insulin pump stopped delivering insulin. The customer was sent a replacement insulin pump. The customer was not in a vehicular accident. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.